Event description:
Information received by medtronic indicated that the insulin pump had crack alongside of battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = missing customer complained about crack at the battery compartment. Unit perform visual inspection and found missing retainer and missing reservoir tube o-ring. Test reservoir/pcap does not lock properly inside the reservoir tube due to missing retainer. Unable to perform displacement test due to missing retainer. No crack found at the battery compartment. Pump received with a constant blank/flashing white light on the display due to isolate to pcb1. The constant blank/flashing white light on the display occurred during testing. Unable to verify version number due to constant blank/flashing white light on the display. Not confirmed crack at the battery compartment. However, other cosmetic damage was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.